Manufacturer narrative:
Device and initial implantation details unavailable at the time of this report, additional information has been requested. This report is submitted on january 17, 2017.

Event description:
It was reported that the patient's device was explanted on (B)(6) 2016, due to an unknown reason. Additional information has been requested but has not been made available as of the date of this report, january 17, 2017.

Manufacturer narrative:
Correction: the correct patient dentifer is (B)(6), not (B)(6) as previously reported. Per the clinic, the reason for explantation was infection resulting in extrusion of the receiver stimulator. This report is submitted february 20, 2017.